Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer stated that the pump was not delivering insulin. The customer reverted to using a non-tandem pump to manage diabetes. As the customer did not have the pump at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.